Event description:
The double signed needle separated from the safety hub during a venipuncture procedure. The needle was removed from the patients are with no incident but put the phlebotomist at risk of a needlestick.